Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the day following the implant procedure, the patient experienced nerve stimulation and the right atrial (ra) lead was reprogrammed to adjust the atrial outputs. A couple days later, it was noted the ra lead exhibited dislodgement. The physician attempted to reposition the ra lead, but due to patient anatomy, the lead could not be fixated well. The original ra lead was explanted and a new ra lead was implanted, however, during the implant procedure, the lead dislodged while the delivery catheter was slitting. The ra lead was explanted and the delivery catheter was replaced, however, the ra lead dislodged a second time during slitting. The same ra lead was implanted with a replacement delivery catheter and lead remains in use. No patient complications have been reported as a result of this event.